Event description:
User facility reports haptic was rigid and would not position right. The wound was widened in order to insert another lens.

Manufacturer narrative:
The evaluation of the returned lens revealed two bent haptics. There was no indication that the lens was defective.